Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, his blood glucose level was 350 mg/dl. So, after changing the infusion set a correction bolus via pump as administered. Reportedly, he had moderate ketones and the event did not cause any injury. Further, it was reported that six weeks ago, he experienced nausea and high blood glucose levels because of a defective infusion set, as there was no glue holding the connector needle to the tubing. But it would plug in, but the tubing slipped right out, and he did not receive insulin, so he changed the infusion set and resolved the issue. No further information available.